Manufacturer narrative:
Related MDR: 2027969-2021-00034 second lot (hcg0102038). Results pending completion of the investigation.

Event description:
On (B)(6) 2021: a patient presented to the institute to have an ileostomy closure and had false positive results x4 on 2 different lots (2x on lot hcg0102038 [see MDR: 2027969-2021-00034] and 2x on lot hcg0102008) when using the fisher sure vue hcg urine cassette. Then a sure-vue hcg combo rapid test was performed with the same urine sample and a serum specimen with a negative result for both. The surgery was performed. Although requested, no further information has been provided. There was no negative impact on the patient, the surgery was performed.

Manufacturer narrative:
D9 : no. H3: although requested, the product was not returned. Investigation conclusion: retained devices from the reported lot numbers were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. However, case details indicate that the urine sample was cloudy. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Complaints are tracked and trended on a monthly basis.